Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed an open sore on the ribs from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the skin irritation and advised the patient to continue use of the lifevest as the patient was scheduled to receive the ICD on (B)(6) 2020. Follow up indicated that the patient received the ICD implant on (B)(6) 2020. Outcome of the skin irritation is unknown.